Event description:
It was reported that noise leading to auto mode switching and noise reversion was observed on the atrial lead. Testing values were stable though capture thresholds were slightly elevated. The lead was being monitored. The patient remained stable.